Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed unusual fluctuation of voltage on (B)(6) 2013. A visual inspection of the pump showed no damage to the battery compartment. The battery cap was not returned with the pump; a test cap was able to tighten on to the pump fully. The pump powered on normally with no alarms. The pump was exercised for 24 hours and experienced a power loss. The pump was then tested with an external power supply; the currents were found to be higher than normal and above specifications. The pump was opened and an internal component failure on the printed circuit board was found. Unrelated to the complaint, the display screen was discolored during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power during use since a couple days ago. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.